Event description:
On (B)(6) 2013, our affiliate in (B)(6) was notified of a pt with a corneal ulcer. The parent reported the pt was using contact lenses for the first time. On (B)(6) 2013, the pt inserted the third lens and experienced burning od by the end of the day after a reported 13 hours of wear. Upon removal, the pt experienced burning and the parent noted a "bubble on the iris." The pt was taken to the doctor and a diagnosis of corneal ulcer was made. The pt was seen by 2 ophthalmologists and was prescribed zymar ophth drops 1 gtt qlh. Details of the ulcer, including size, location or infectious status were not provided. Information received reports that pt has not returned to contact lens wear but record indicates no permanent injury. Corneal ulcers are a small but known risk of contact lens wear. A corneal ulcer may occur with or without contact lens wear. The true seriousness of this event is unconfirmed. This event is being reported as a worst case due to aggressive treatment.

Manufacturer narrative:
Product has not been returned for eval. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse.